Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported the insulin pump alarmed power loss for the second time. Blood glucose value was 10.4 mmol/l.

Manufacturer narrative:
The insulin pump passed displacement test and self-test. No unexpected power loss alarm noted on history download file. The insulin pump was monitor without battery for 10 minutes. After re-insert battery no unexpected power loss alarm noted. The insulin pump was received with cracked reservoir tube lip, scratched case, peeling keypad overlay and minor scratched lcd window.